Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, a6, b5, d1, d3, d4, d9, e1, g1, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broke device assessed as fold flaw opening. ¿ rupture: missing piece of shell assessed as inconclusive. As per the investigation procedure, crease/ stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.